Manufacturer narrative:
The device was received and an evaluation was completed. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed and is consistent with a failure that has been previously identified and corrected. This issue was the subject of field correction (z-0514-2021). The subject concentrator falls within the scope of this field correction.

Event description:
The provider reported this unit ¿exploded¿ in a clients living room. The user heard what sounded like a gun shot. They stated pieces of the shroud and internal components blew out of the unit and were laying on the living room floor.

Manufacturer narrative:
This incident is being reported to the FDA out of an abundance of caution. The alleged issue of the unit exploding couldn¿t be confirmed. However, this failure mode resembles that which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. Additionally, the device has exceeded its expected life of 3 years. This issue also resulted in a field correction to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The concentrator has been returned to invacare for inspection. Once the evaluation results are available, a supplemental record will be filed.

Event description:
The provider reported this unit ¿exploded¿ in a clients living room. The user heard what sounded like a gun shot. They stated pieces of the shroud and internal components blew out of the unit and were laying on the living room floor.